Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During lead testing with the pacing system analyzer (psa), the right ventricular (rv) lead exhibited high, out-of-range pacing impedance in bipolar configuration. The rv lead was not used and replaced, which resulted in a prolonged procedure. The patient was in stable condition throughout.

Event description:
New information received notes that the field representative stated that the procedure was significantly delayed over 30 minutes.